Manufacturer narrative:
Follow-up # 1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump black box data revealed evidence of unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; a power loss was observed. The pump was exercised for 24 hours with no power interruptions using a test battery cap. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.